Event description:
In 2004, the pt reportedly experienced sound percept problems. Two days later, the pt reportedly was seen for evaluation. X-ray results were "normal." Testing performed confirmed that the device was not functioning in live speech/stand-alone. The pt's cii device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.